Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, crease fold, wear abrasion, and brown particles. A leak test was performed and found opening on posterior and radius. A microscopic analysis was performed which identify an opening crease sharp on posterior and radius side. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a crease sharp opening on the posterior side and on the radius side due to a fold flaw opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.